Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain, increased swelling and redness at the generator site especially when charging. It was also reported that the paddle leads sometimes felt like it was yanking on the back. The patient also noticed increased urinary urgency or frequency for the past several months as well as left leg weakness. On physical examination, tenderness to palpation was noted overlying the ipg site and left paraspinal side over incision. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the ipg will be re-implanted in a different location.

Event description:
A report was received that the patient was experiencing pain, increased swelling and redness at the generator site especially when charging. It was also reported that the paddle leads sometimes felt like it was yanking on the back. The patient also noticed increased urinary urgency or frequency for the past several months as well as left leg weakness. On physical examination, tenderness to palpation was noted overlying the ipg site and left paraspinal side over incision. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The physician stated that the urinary urgency was not device related. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain, increased swelling and redness at the generator site especially when charging. It was also reported that the paddle leads sometimes felt like it was yanking on the back. The patient also noticed increased urinary urgency or frequency for the past several months as well as left leg weakness. On physical examination, tenderness to palpation was noted overlying the ipg site and left paraspinal side over incision. The patient will undergo a revision.